Event description:
During the initial implant procedure, the stylet was unable to be inserted into the right ventricular (rv) lead. An rv lead malfunction was suspected. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.